Event description:
Information received from the intreped clinical database. Treatment of a left unruptured ica (internal carotid artery) measuring 10.5mm x 5.0mm. Post pipeline procedure, it was reported that the patient had a left retinal ischemia due to embolism of the distal ophthalmic artery. It was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77450-16 / lot: not reported / dom: n/a / exp: n/a. (B)(4).

Manufacturer narrative:
(B)(4)